Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined to troubleshoot with tandem technical support. In addition, it was reported the pump does not charge. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.